Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that a hemostasis valve that is packaged with the inflation device kit detached during contrast injections. The physician decided to exchange the hemostasis device rather than pop the valve back on and continue the case. Usual pressures were used through hemostasis device via the acist injection device during deployment within the left coronary network. During the replacement of the hemostasis valve, the guide catheter via guidewire was reinserted into the patient resulting in a perforation of a coronary artery that led to required medical intervention due to the patients cad.